Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer ultimately filled and loaded the cartridge successfully. Customer¿s blood glucose level was approximately 200mg/dl.